Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was getting a pressure regulation high error code (e/c 1009). The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) was advised by the customer biomedical engineer (bme) that they had recently replaced the flow sensor assembly. The rse advised the bme to reference the v60 service manual to confirm the machine pressure and proximal pressure hoses were connected correctly. The bme reported that the hoses were swapped and that reconnecting the hoses resolved the issue. The device began to operate as expected. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.